Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due kidney infection. Customer was in emergency room as a result of low blood glucose level. Customer¿s blood glucose value was 32 mg/dl, 128 mg/dl and 189 mg/dl. Also the customer was in emergency room. Customer was treated with food. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the customer was not hospitalized. Customer was in the emergency room for a few hours. Insulin pump will not be returned for analysis.